Manufacturer narrative:
This follow-up report is being filed to relay the results of the device evaluation and to provide additional information which was unknown at the time of the initial medwatch. Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by product being put through excessive use and or torsional and bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. This was not a supplier issue. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that the patient underwent a proximal femoral nailing procedure on (B)(6) 2014. During the procedure, the lag screw drill fractured. A piece fell into the wound and had to be retrieved. There was no delay in the procedure.

Manufacturer narrative:
(B)(6). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown. Instrument; not implanted/explanted, no expiration date. Manufacture date - unknown.